Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the area was not clean prior to starting pd therapy (not further described). One day after onset, the pt was hospitalized for the event. On the same day, the pt began treatment for the peritonitis with cefepime (inj) injection (1 gram, night bag) via automated peritoneal dialysis (apd). At the time of this report, the outcome of the peritonitis was unknown and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.